Manufacturer narrative:
Insulin pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump has cosmetic damage. Customer's blood glucose value was 8.9 mmol/l at the time of the incident. Report stated that the insulin pump has a crack on the reservoir compartment. Report does not state whether the reservoir locks in place or not. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. Customer will return device for analysis.